Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during an atrial fibrillation ablation procedure, a versacross connect for faradrive was selected for use. It was noted that when the technician struggled when opening the packaging causing the versacross rf wire to flip out of packaging and touched non-sterile surface, thus the contamination of the wire. The packaging was too difficult to open. Hence, the device was replaced, and the procedure was completed successfully. No patient complications occurred. The device is not expected to be returned for analysis (disposed).